Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side to side misalignment of the grips. There was a .027 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint. It has been concluded that the damage to the instrument's grip was likely due to overloading at the tip. The instrument passed electrical continuity testing. Failure analysis investigation also found that the instrument's main tube appeared to have a stripped epoxy coating layer, thus exposing the layer underneath the epoxy coating. The damage was damage along the entire length of the main tube. It was concluded that the damage to the instrument's main tube was likely due to improper cleaning. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips on the maryland bipolar forceps instrument were not aligned. No missing or fallen pieces were reported.